Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod packing coil (pod pc), pod coils, ruby coils, and a lantern delivery microcatheter (lantern). During the procedure, the physician placed two pod coils and a ruby coil in the target vessel using the lantern. While attempting to place the initial coils, the physician advanced a pod pc into the target location; however, the pod pc would not advance all the way into the vessel. Therefore, the physician retracted the pod pc back into the introducer sheath. It was also reported that the pod pc was soaked in water and flushed. Subsequently, while attempting to readvance the pod pc into the microcatheter, the physician noticed the pod pc would not advance all the way out from the introducer sheath. Therefore, it was removed. The procedure was completed using another ruby coil. There was no report of an adverse effect to the patient.